Event description:
Oracle ro 1070989 alams air with ni air present additional information received by smiths medical on 23-jun-2020 attached in complaint object: no patient involvement.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps 2120 alarms air in line with no air present. No adverse patient events reported.